Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a radius 7 with a "hazy" screen. Additionally, the customer indicated the display had white dots and was displaying numerics backwards. The customer indicated the root displayed 98% spo2 and radius displayed 89% spo2. There was no known impact or consequence to patient reported.